Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection observed that the distal needle portion of the depth gauge broke off where the threads of the needle portion are (needle component) was not returned. The break is roughly flush with the depth gauge body. Some surface wear is present but consistent with use and the age of the device. Dimensional inspection: dimensional inspection of needle component could not be conducted due to the post manufacturing deformation at the break and the location of the break. Document specification documents were reviewed as part of this investigation: based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The exact cause of the complaint condition cannot be determined as the handling and use of the device are unknown. However, the condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H4 device history review part number: 319.006 synthes lot number: h521670 supplier lot number: n/a release to warehouse date: 01oct2018 expiration date: n/a supplier: avalign technologies-nemcomed no ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, it was notified that there were a number of instruments that are not functioning properly or damaged: one (1) screwdriver shaft cannulated cracked tip and cannot fit into screw hole, one (1) wire tightener wood handle, the handle was broken in two and fallen off, one (1) depth gauge with measuring probe snapped off and was not recovered. It is unknown if when was the issue was discovered. It is unknown if there were a procedure and patient involvement. This is report 2 of 2 for (B)(4).